Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Diagnosis- diabetic. Although requested, the affected device has not been received.

Event description:
It was reported there was an alleged free flow where the unit was paused and the bag emptied. It was later reported that the anesthesiologist had insulin hanging in the operating room but it was on pause during case and blood sugar was stable throughout case. At the end of the case, when pumps were moved from the pole to the bed, anesthesia noticed the insulin bag was empty, even though module was off. Blood sugar was checked at this time and the result was 40. Anesthesia administered 1 ampule of d50 to counteract the low blood sugar. Once patient was on the unit, blood sugar was rechecked and the result was 195. The IV pump module was isolated and labeled defective. Biomed stated the unit has a broken upper platen hinge and that there are lot of details on the work order. Patient harm is unknown. Although requested, further information not provided.

Manufacturer narrative:
Sample inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front or rear case. The mechanism assembly was in good condition with no discrepancies noted. There was no contamination observed on the electronic or mechanical components. The platen upper hinge post is broken off and the post is missing. The male and female iui¿s have dried fluid residue on them. The female iui is not fully seated. The male iui has corrosion on the top and bottom of pin 2 and the isolation ribs are damaged. Log analysis results: the pump module was programmed to infuse at a rate of 4 ml/h at 5:26:26 pm. The device was then paused at 6:55:45 pm. There were no other changes to the pump module, the last communication occurred at 8:41:52 pm. The following log entry was a power on attached message on 25mar2021. Test results: functional testing consisting of the over infusion test method performed on the source pump module found the device operating in specification. Device history review: a review of the device history record showed the device had a manufacture date of 08/18/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: 9940135 was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause: the probable cause of the reported over infusion is believed to be the result of a broken platen at the upper hinge post. Although testing failed to replicate an unregulated flow, a broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the broken platen hinge was not identified.

Event description:
It was reported there was an alleged free flow where the unit was paused and the bag emptied. It was later reported that the anesthesiologist had insulin hanging in the operating room but it was on pause during case and blood sugar was stable throughout case. At the end of the case, when pumps were moved from the pole to the bed, anesthesia noticed the insulin bag was empty, even though module was off. Blood sugar was checked at this time and the result was 40. Anesthesia administered 1 ampule of d50 to counteract the low blood sugar. Once patient was on the unit, blood sugar was rechecked and the result was 195. The IV pump module was isolated and labeled defective. Biomed stated the unit has a broken upper platen hinge and that there are lot of details on the work order. Patient harm is unknown. Although requested, further information not provided.